Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: the returned battery cap was undamaged and able to fit. The pump powered up with auditory tones and vibrations to a blank screen. Investigators were unable to adequately evaluate the reported ¿power¿ complaint because of the blank screen. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board. See MDR #2531779-2018-11137 for blank screen complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.